Manufacturer narrative:
H4: the lot was manufactured between 8 may 2025 and 9 may 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors underinfused during patient infusion. The infusions took approximately 52 hours instead of the expected 46 hours. The devices contained 115ml of 5 fluorouracil and 0.9% saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.